Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross access solution was selected for use. Post procedure, patient experienced "more blood than normal" on incision site reported on (B)(6) 2023. Patient changed the gauze and reported not seeing any more blood on sit. Went to emergency department on (B)(6) 2023. Patient stated that compression tried to stop the bleeding but it was not successful. Patient received 1 stitch in groin and a groin ultrasound that was negative. Event was resolved after treatment (resolution date: 11-nov-2023). The sheath is not expected to be returned as the complication emerged after the procedure, when the sheath would have been discarded. No serious deterioration in the health of a subject that resulted in in-patient hospitalization or prolongation of existing hospitalization was reported. It was further informed that the product used in this procedure was a versacross access solution. Clinical study name advantage af phase 2; clinical study ID pf106.

Event description:
Clinical study name advantage af phase 2; clinical study ID (B)(6). Index pulsed field ablation procedure was performed on (B)(6) 2023. It was reported that versacross access solution was selected for use. One day post procedure, patient experienced "more blood than normal" on incision site. Patient changed the gauze and reported not seeing any more blood on sit. The patient went to emergency department on (B)(6) 2023 and stated that compression tried to stop the bleeding but it was not successful. Patient received 1 stitch in groin and a groin ultrasound that was negative. Event was resolved after treatment the same day. The sheath is not expected to be returned as the complication emerged after the procedure, when the sheath would have been discarded. Additional information received indicated that a faradrive sheath was also selected for use for the same patient. The faradrive is also not expected to be returned as it was discarded.

Manufacturer narrative:
Due to additional information received on 02may2024, field b5 (event description) has been updated. Also, the fields a1 (patient identifier) and b3 (date of event) were updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.